Event description:
Patient under radiation therapy treatment to the brain over 10 treatments using varian aria record and verify and varian truebeam linac. Patient plan has 2 treatment fields. Both were loaded at linac console on (B)(6) 2021 and were treated by radiation therapists. Aria recorded only 1 field treated, calculating that only half of the prescribed dose was delivered. The treatment displayed as a partial treatment in the treatment summary workspace in aria emr. Aria safety mechanisms for partial treatment deliveries include prohibiting any subsequent treatment delivery until the chart is reviewed by staff and one of the following is selected: resume the partial treatment to complete the partial fraction or ignore the partial treatment and go onto the next fraction. This did not deploy, despite being listed as a partial treatment. This meant that the incorrect recording of the plan was not found until weekly chart review was performed by the physicist a few days later. The fraction was handled as a completed appointment on the aria emr schedule with a green check, whereas partial treatments are given a gold check by the system. Varian was contacted by the physicist to determine if both treatment fields were delivered on (B)(6). Based upon the mlc log files, both varian and the physicist independently determined that both fields were delivered. Varian opened an investigation as to why the field did not record back and the results of the investigation are as follows: "the version reported was 2.7 mr4. The log files were reviewed. The investigation determined the varian truebeam treatment console did not work as intended. Review of logs show that all treatment fields were fully treated (on (B)(6) 2021) 13:29:10 field treated: beam name:rao, specified meterset:108.4440, delivered meter set:108.4440 13:30:11 field treated: beam name: lao, specified meter set:107.5990, delivered meters et:107.5990 at 13:35:05, the user then tried to save back the patient plan. The logs show that when the user attempted to save back they got "dicom error missing_attribute" and "value is invalid: [invalid]contains illegal character" errors. This appears to be a known design discrepancy. When there is an error which causes the truebeam treatment console to interrupt saving back of patient treatment. The treatment console should mitigate that interruption. In this case mitigation did not work as designed; a design discrepancy has been entered for this issue. The issue is considered a malfunction in the truebeam treatment console. The issue is not covered in our customer/service facing documentation. See the truebeam instruction for use (p1011692-007-g): when you finish the patient's treatment, the system prepares a record of the entire treatment and sends it to the patient's treatment history, so that the patient's records are kept up-to-date. In certain circumstances, this automatic process may be interrupted or impaired in some way. When this happens, an error message, recording failed, appears with additional information. Make a physical record of the mu delivered, which is displayed on the backup counter on the control console." Customer documentation should be available and attempts should be made to correct this issue. If the emr were relied upon to be correct, which a "record and verify" would often be, the patient could have received additional treatment field radiation dose to make up for missing fields that were in fact not missing. This could have led to overtreatment of organs, which for this patient would have overdosed the lenses. In this particular case the malfunction was caught and the dose was found to be given not missing, therefore no additional dose was given. Incorrect records of radiation treatments could have a variety of effects depending on which site is being treated, coupled with the dose per fraction. The potential severity of this malfunction would be magnified in the case of stereotactic radiosurgery. FDA safety report ID # (B)(4).